Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). The device was received and evaluated. Under magnification it was difficult to see any leaks in the pillow valve. The device was taken to a lab and pressure tested and a leak was found in the seam where the tube exits the valve. This complaint can be confirmed. The supplier was notified of this issue and will investigate. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Re-opened and attached supplier evaluation report.

Event description:
It was reported that during a arthroscopic shoulder procedure, a small hole in one way valve caused water to squirt out during use. New set of tubing was opened and replaced leaking one way valve. There was a three minute delay in procedure. No adverse event to the patient.